Event description:
Customer reported via phone call to have received a button error alarm and buttons continued to scroll. Customer's blood glucose was 170 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected number scrolling during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clips lot and cracked reservoir tube lip.